Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had high defibrillation impedance. The patient was asymptomatic. No changes were made and there were no consequences to the patient.